Event description:
It was reported that pump did not start and remained unresponsive even after being left plugged in for over two hours with different cables. There was no reported impact to the customer¿s blood glucose level. Customer planned to return device, and distributor arranged replacement pump with new serial number, with no additional information received regarding further outcome of event.